Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: rvdr01 implantable pulse generator, (B)(6) 2011; 5086mri52 implantable pacing lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had low impedance. A reviewed of the x-ray suggested there was a crush. The ra lead remains in use. It was also reported that the right ventricular (rv) lead had a decrease in impedance. A reviewed of the x-ray suggested there was a crush. The rv lead remains in use. No patient complications have been reported as a result of this event.